Manufacturer narrative:
(B)(4). Date sent: 6/27/2024 d4: batch # 807c63 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired with the reload body damaged. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 807c63, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the device deliver any staples? -unknown, account could not provide that information 2. If yes, were the staples formed properly? -unknown, account could not provide that information 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown, account could not provide that information 4. Were there staples missing from the staple line? Unknown, account could not provide that information 5. Was there any difficulty opening the device jaws? Unknown, manual override was deployed 6. If yes, what steps were taken to open the jaws. -manual override, unknown steps taken before 7. If the jaws could not be opened, how was the device removed. -manual override

Event description:
It was reported that during an laparoscopic appendectomy procedure, the trigger of the device became locked out after the stapler had been fired for the first time. It dissected the tissue but then would not unlock to place another reload in. The tissue was the appendix. No patient harm was reported.